Manufacturer narrative:
The main arm cannot communicate with the motor arm error and hal software error detected error confirmed in downloaded insulin pump history due to software error. Device passed the displacement test and the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had multiple pump error alarm. The customer¿s blood glucose was 214 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer also report that they ran a self test and test result was not ok. The insulin pump will be returned for analysis.